Event description:
It was reported that the device was beeping. The beeping was programmed off once but the device started beeping again. Though the device has been implanted less than six years, it is suspected that the battery is at elective replacement time. The device will be explanted and replaced. There were no adverse patient effects.